Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: corrected h.6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed. It should be noted that the thv was deployed in the tricuspid position within a pre-existing ring via jugular access. The sapien 3 ultra resilia (s3ur) thv with the commander delivery system (ds) is not indicated for tricuspid valve replacement. Therefore, this was off-label operation. The IFU was reviewed for relevant guidance. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported separated marker band was unable to be confirmed due to unavailability of returned device/applicable imagery. In this case, non-coaxial alignment of devices during system retrieval could promote adverse interactions between the distal end of delivery system and the sheath distal tip. The non-coaxial withdrawal angles could also cause the inflation balloon to catch on the distal tip, leading to the reported withdrawal difficulty. The use of excessive withdrawal forces to overcome the associated difficulty could cause the sheath tip to sustain damage and/or lead to the c-marker band separation, as reported. As such, available information suggests that procedural factors (non-coaxial system withdrawal, excessive withdrawal forces) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, the marker band of the 16fr esheath+ separated during withdrawal of the commander delivery system at the end of the procedure. A 29mm sapien 3 ultra resilia valve was implanted within a preexisting annuloplasty ring/band in the tricuspid position via jugular access. Upon removal of the commander delivery system after post dilation, extra force was needed to remove the delivery system. The radiopaque marker band became separated from the tip of the sheath during withdrawal of the delivery system. The marker band was not recovered after the procedure. The sheath appeared to have excessive force exerted on it while removing the delivery system. The patient was stable after the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: additional information added to b5, additional information added to b7. Investigation is ongoing.

Event description:
Additional information was received from the edwards lifesciences field clinical specialist. There was not coaxial alignment of the delivery system upon re-entry into the distal end of the 16fr esheath+. The perceived root cause of the event was the possible angle of the sheath and delivery system in combination with excessive force while removing the device. Medical records were received. On patient's initial arrival to the hospital (6 days prior to implant of the 29mm sapien 3 ultra resilia valve), tte showed ef 55-60%, severely enlarged right ventricle (rv) and severely reduced rv systolic function, severe tricuspid regurgitation, pap 59, significant paravalvular mitral regurgitation without overt rocking motion, and mild aortic insufficiency. Patient was subsequently cannulated for left atrial veno-arterial extracorporeal membrane oxygenation (lava ECMO). After the implant of the 29mm sapien 3 ultra resilia valve and surgical mitral valve paravalvular leak repair, the patient was converted from lava ECMO to veno-arterial extracorporeal membrane oxygenation (va ECMO) complicated by likely engorgement of pulmonary vasculature with bloody output from the endotracheal tube requiring pulmonary toilet by ip. Post-procedural course was complicated by lower pao2 on right upper extremity arterial line along with increasing pressors requirements necessitating patient to have veno-arterial venous extracorporeal membrane oxygenation (vav ECMO). The patient was also noted to have persistently elevated peak airway pressures therefore duo-nebs started along with decreasing vt on the ventilator (treating as acute respiratory distress syndrome). Overnight, the patient had worsening hemodynamic status requiring re-conversion from vav-ECMO to lava-ECMO, initiation of multiple vasopressors as well as sustained low-efficiency dialysis (sled) by nephrology team. After discussion with the family, it was agreed to terminally wean the patient. Although the patient expired approximately 2 days post ttvr, there was no allegation an edwards device caused or contributed to the death. It is more likely the patient expired from their comorbidities (severe obesity, abdominal distention, upper gi bleed, cardiogenic shock, chronic obstructive pulmonary disease, transaminitis, valvular heart disease, congestive heart failure, diabetes mellitus type ii, acute kidney injury, atrial fibrillation, obstructive sleep apnea, acute respiratory distress syndrome).